Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
I was told today about an incident that happened in late (B)(6) (they believe it was saturday, (B)(6)). Patient on (B)(6), was a (B)(6) old infant with a lncs neo spo2 sensor. The nursing staff obtained vitals and the pr from the spo2 sensor and radical/root monitor was significantly higher than the patient's actual pr (per the rn ¿we have identified that we have had at least one episode of pulse rate being double counted"), and the nipb readings were also above range. Spo2 pr and nibp values were repeated with a ge dinamap and were lower than values reported on the radical/root monitor, and believed to be more reflective of patient baseline/status. No patient impact or consequences were reported.